Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the camera system was not working properly and was showing poor display clarity during inspection for use involving an olympus camera head. There were no reports of patient harm.